Event description:
It was reported that the hcp had to use another lead because the lead was bent so they opened and wasted it. No symptoms reported. Additional information from the manufacturing representative (rep) indicated that the lead was discarded and will not be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 22-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a160, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the lead was bending very easy per the position during implantation attempt.